Event description:
The manufacturer's representative reported that the device was explanted due to infection. The device was not returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.